Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately nine days post implant, they experienced "arm and chest pain," and a "weeping wound from an electrode that remained on." The cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.